Event description:
The customer stated a cell-dyn 1800 analyzer generated discrepant platelet results for one patient. The patient was drawn via finger stick twice. The first finger stick specimen yielded platelet results of 58 k/ul, and the second finger stick specimen yielded platelet results of 11 k/ul. The patient was then drawn with a venous sample yielding platelet results of 5 k/ul. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow up report will be submitted when the investigation is complete.